Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (ipg) implanted (B)(6) 2012; 4968-35 implantable pacing lead implanted (B)(6) 2012.

Event description:
It was reported that a carelink express transmission was performed for a rhythm check and questionable ventricular capture. The patient was hospitalized. Sensing was within expected range. No arrhythmias were detected by the device. Ventricular safety pacing was noted on the current electrogram. Technical services spoke with the physician about the ventricular thresholds and the presence of ventricular safety pacing on the electrograms. The patent only paces atrially and the physician wanted to confirm what she was seeing. No patient complications have been reported as a result of this event.